Manufacturer narrative:
Investigation completed 11aug2017. The xr2 standard adaptor knob threads were broke off in the xr2 clamp base. Although the unit was evaluated, the lot number was not provided. Thus a DHR review could not be performed. Should the lot information become available, a DHR review will be completed. No new design or manufacturing trends have been identified. This issue will be monitored. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test, but root cause could not be determined.

Event description:
It was reported that the knob broke. The swivel assembly is from the a2079 with serial number: (B)(4). The screw broke off in apparatus during case. There was patient contact with the device. Surgery delay of 15 minutes was reported. Request for additional information was sent but to date, no new information was received.